Event description:
It was reported that the pump indicated a data log corruption. Customer's blood glucose was 280 mg/d technical support informed the caller that some history logs might have been erased, but the therapy was unaffected. The customer acknowledged this information and decided to continue using the pump for insulin therapy.